Event description:
It was reported that there have been several episodes from the implantable cardiac monitor (icm) device that appeared to be mostly artifact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).